Event description:
Seven treatments with a diamondback 360 coronary atherectomy device were performed distal to proximal on low speed in the right coronary artery. Optical coherence tomography (oct) was then reviewed and revealed that the lesion had been treated. The physician was unaware that healthy vessel wall had been damaged while treating the lesion. Another treatment was performed on high speed. Oct was reviewed and revealed a perforation. The physician successfully employed a perfusion balloon. The patient recovered and was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).